Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level was recorded at 390 mg/dl, which is below the 500 mg/dl threshold, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).